Manufacturer narrative:
Batch review performed on 05 august 2022: lot 2112749: (B)(4) items manufactured and released on 06-dec-2021. Expiration date: 2026-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs manager: revision 3 months after rsa in a overweight female patient due to a dislocation. From radiographic images it is visible the dislocation between the glenophere and the humeral component. According to report, the patient remained with the joint dislocated for more than one month and it is said that this caused metallosis and growth of fibrous tissue posteriorly in the joint. This did not permit to reduce the joint. During revision, the area was cleaned and the adhesions and new scar tissues were removed, a lateralized glenosphere was implanted substituting the previous implant, while the other components were substituted keeping the same sizes. Shoulder dislocation may be due to component positioning or insufficient soft tissue tensioning. Additional item involved in the event, batch review performed on 05 august 2022: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 2108190 lot 2108190: (B)(4) items manufactured and released on 30-sept-2021. Expiration date: 2026-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery at about 2 months from primary for shoulder dislocation (glenosphere - liner). Signs of metallosis caused by the dislocation found in the joint. The surgeon revised glenosphere, methaphysis and liner successfully.

Manufacturer narrative:
The visual inspection was performed on tuesday, 30th august 2022 by medacta r&d shoulder project manager: the articular surface of the glenosphere and the outer surface of the humeral reverse metaphysis are partially polished, likely due to friction between the two implant components. The liner does not present any sign of damage. Given the information at hand, it is not possible to determine the root cause of the event. No action is suggested.